Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported there was a motor stall and tube set that occurred on 2014-(B)(6). It was noted the patient was in ¿excruciating pain.¿ it was noted the pump was refilled and programmed the day of report with no motor stall recovery noted. It was reported the pump would be replaced as soon as possible. The pump was used to deliver bupivacaine and morphine. Additional information reported the pump was replaced. It was reported that x-rays were performed. It was reported there was less than 50% therapy relief and extreme low back pain. The patient status was noted as alive with no injury. Additional information reported the patient experienced a return of chronic pain symptoms. It was noted the cause of the motor stall was unknown. It was reported the patient was doing fine now. Additional information reported the tube set actually occurred on 2014-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed a ¿motor - gear train anomaly - corrosion and/or wear and/or lubrication¿ and ¿motor - gear train anomaly - stall due to shaft-bearing.¿ analysis of the catheter revealed ¿sutureless connector - coring/tears/cuts in seal.¿ patency testing of the catheter while attached to the pump showed the connection to be leaking and the catheter possibly occluded. The sutureless connector might be damaged from attempting to be disconnected. The catheter was then cut 1 inch from the connector and the patency test passed.